Manufacturer narrative:
This report is submitted on october 11, 2022.

Event description:
Per the clinic, the patient experienced poor performance due to an electrode extrusion (date not reported). The device was explanted on (B)(6) 2022 and the patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 05, 2022.